Event description:
Discrepant advia 1800 total bilirubin and direct bilirubin results were obtained. The results were reported to the physician(s). The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant total bilirubin or direct bilirubin results.

Event description:
Discrepant advia 1800 total bilirubin and direct bilirubin results were obtained. The results were reported to the physician(s). The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant total bilirubin or direct bilirubin results.

Manufacturer narrative:
The customer called the technical service to report the problem. The customer confirmed that the instrument repeatedly sampled from the same sample position. A customer service rep instructed the customer via telephone to change the instrument sst settings. It was determined that the cause for the discrepant results was due to an earlier change to the sst settings to perform a precision study and the settings were not returned to the standard conditions. The instrument is performing within specs.

Manufacturer narrative:
The customer called the technical service to report the problem. The customer confirmed that the instrument repeatedly sampled from the same sample position. A customer service rep instructed the customer via telephone to change the instrument sst settings. It was determined that the cause for the discrepant results was due to an earlier change to the sst settings to perform a precision study and the settings were not returned to the standard conditions. The instrument is performing within specs.

Manufacturer narrative:
The customer called the technical service to report the problem. The customer confirmed that the instrument repeatedly sampled from the same sample position. A customer service rep instructed the customer via telephone to change the instrument sst settings. It was determined that the cause for the discrepant results was due to an earlier change to the sst settings to perform a precision study and the settings were not returned to the standard conditions. The instrument is performing within specs.

Manufacturer narrative:
The customer called the technical service to report the problem. The customer confirmed that the instrument repeatedly sampled from the same sample position. A customer service rep instructed the customer via telephone to change the instrument sst settings. It was determined that the cause for the discrepant results was due to an earlier change to the sst settings to perform a precision study and the settings were not returned to the standard conditions. The instrument is performing within specs.

Manufacturer narrative:
The customer called the technical service to report the problem. The customer confirmed that the instrument repeatedly sampled from the same sample position. A customer service rep instructed the customer via telephone to change the instrument sst settings. It was determined that the cause for the discrepant results was due to an earlier change to the sst settings to perform a precision study and the settings were not returned to the standard conditions. The instrument is performing within specs.

Manufacturer narrative:
The customer called the technical service to report the problem. The customer confirmed that the instrument repeatedly sampled from the same sample position. A customer service rep instructed the customer via telephone to change the instrument sst settings. It was determined that the cause for the discrepant results was due to an earlier change to the sst settings to perform a precision study and the settings were not returned to the standard conditions. The instrument is performing within specs.

Manufacturer narrative:
The customer called the technical service to report the problem. The customer confirmed that the instrument repeatedly sampled from the same sample position. A customer service rep instructed the customer via telephone to change the instrument sst settings. It was determined that the cause for the discrepant results was due to an earlier change to the sst settings to perform a precision study and the settings were not returned to the standard conditions. The instrument is performing within specs.

Event description:
Discrepant advia 1800 total bilirubin and direct bilirubin results were obtained. The results were reported to the physician(s). The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant total bilirubin or direct bilirubin results.

Event description:
Discrepant advia 1800 total bilirubin and direct bilirubin results were obtained. The results were reported to the physician(s). The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant total bilirubin or direct bilirubin results.

Event description:
Discrepant advia 1800 total bilirubin and direct bilirubin results were obtained. The results were reported to the physician(s). The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant total bilirubin or direct bilirubin results.

Event description:
Discrepant advia 1800 total bilirubin and direct bilirubin results were obtained. The results were reported to the physician(s). The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant total bilirubin or direct bilirubin results.

Event description:
Discrepant advia 1800 total bilirubin and direct bilirubin results were obtained. The results were reported to the physician(s). The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant total bilirubin or direct bilirubin results.

Manufacturer narrative:
The customer called the technical service to report the problem. The customer confirmed that the instrument repeatedly sampled from the same sample position. A customer service rep instructed the customer via telephone to change the instrument sst settings. It was determined that the cause for the discrepant results was due to an earlier change to the sst settings to perform a precision study and the settings were not returned to the standard conditions. The instrument is performing within specs.

Event description:
Discrepant advia 1800 total bilirubin and direct bilirubin results were obtained. The results were reported to the physician(s). The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discrepant total bilirubin or direct bilirubin results.